Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer found that a couple of cubies with a read write invalid rejection and one more device had an incorrect firm wire. Field service engineer replaced row c tray, removed all cubies and rebooted the station, removed the debris from trays then reseated the cubies and communication bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to open and was not being detected on the communication bus. The customer stated that there was a delay in dispensing medication, but no harm reported. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.